Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, aortic stenosis, heart failure and an ejection fraction of 35% were noted to be pre-existing. During implant, the valve was recaptured due to depth, which caused aortic insufficiency. Hypotension was noted and treated with medication. It was thought that the medication used for hypotension caused vasospasm of the coronary arteries. The patient was stabilized with bypass. The valve was implanted and valve function was good. Echocardiogram demonstrated no paravalvular leak (pvl). There was no evidence of coronary occlusion or pericardial tamponade. One day after implant, the patient died. Per the physician, the patient decompensated due to aortic insufficiency and medication treatment for hypotension.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial #: (B)(4), ubd: 04-dec-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the cause of death was anemia and cardiogenic shock. Per the physician, the hypotension caused by the recapture and redeployment of the valve played a significant role in the patient¿s death. Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.